Event description:
ICD clinic check. Oversensing was demonstrated, unrelated to the EKG. Numerous episodes of non-sustained tachycardia were recorded that were mostly likely due to oversensing exam by dr. Pt reported feeling well. Denied ICD stocks, palpitations, chest discomfort. C/o some fatigues. No pnd, orthopnea or edema. S/p replacement of ICD with medtronic jewell ICD with bipolar stocks. Kub x-ray demonstrated discontinuity between header and one lead partially out of connector, indicating possible make/brake connection at this point with lucent screw. Removal of old ICD and 2 leads. Implantation of aicd with lead system. Delay o/t anticoagulation reversal.